Manufacturer narrative:
The "date of event" was not provided. The device has not been made available at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges his house caught on fire with the unit inside.

Manufacturer narrative:
There has been no response from the consumer after several attempts. The device whereabouts is unknown.

Event description:
Consumer alleges his house caught on fire with the unit inside.